Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from two samples from the same patient (sample 1= 0.44 vs. Expected <0.012 ng/ml; sample 2= 0.47 vs. Expected <0.012 ng/ml) processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected troponin I es results were reported from the laboratory; however, the results were questioned by the physician and the samples were repeated. The laboratory issued corrected reports for the patients. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I es results were obtained on two samples from the same patient while using the vitros 5600 integrated system. There was no indication that an instrument issue contributed to the event. The investigation determined the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The assignable cause of this event is unknown. However, a pre-analytical sample handling and a reagent issue cannot be ruled out as potential contributing factors.